Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one 10mm/130 deg ti cann troch fixation nail 235mm-sterile(part #456.325s lot #7852201) was received at customer quality (cq) for evaluation with complaint category broken : postoperatively. This complaint is confirmed, as the returned device was received at cq in 2 pieces. The nail broke at the distal hole. Whether this complaint can be replicated is not applicable as the device is already broken. A helical blade and locking screw were also received with this complaint, however their complaint categories are "concomitant", therefore no further investigation (including dcrm review) is required or will be performed for these 2 devices. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation for the nail. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob & weight not provided by reporter. Unknown when device malfunctioned. Additional product code: hwc (B)(4) originally implanted in (B)(6) 2015. (B)(4). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) manufacturing date: 1/31/2015 expiration date: 10/31/2023 (B)(4). Review of the device history record(s) showed that there were no other issues during the manufacture of the product. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) broke. A patient was originally implanted in (B)(6) 2015, with a (tfn), helical blade and distal locking screw to treat a periprosthetic fracture located above a plate on the lateral aspect of the right femur. Subsequently, the nail broke. The reporter did not know how the breakage was determined, nor if the patient presented with any symptoms. The nail was broken into two pieces at the proximal aspect of the distal locking hole. The surgeon was able to remove the nail in one piece, using an extraction hook. The helical blade and screw were removed. There was no surgical delay reported. The patient was revised to a larger diameter (tfn). The procedure was successfully completed. The patient status outcome is unknown. This report is 1 of 1 for (B)(4).